Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The aneurysm neck was reported to be angulated. Aneurysm diameter and vessel morphology are unknown. The patient has a history of coronary artery disease and is considered a high surgical risk. A 3-month follow-up computerized tomography (CT) scan demonstrated distal migration of the stent graft without presence of an endoleak. In 2002, the patient presented to the emergency room with right lower quadrant pain. A CT scan demonstrated a type I endoleak in the proximal anastomosis. The physician states that he believes that the migration is related to the angulation of the aneurysm neck. Seven days later, an emergency use talent cuff (ide g970065) was implanted at the level of the renal arteries to seal the endoleak. Post deployment, there was a persistent endoleak which was reported to be secondary to severe angulation at the level of the overlap between the talent cuff and the bifurcated stent graft; therefore, a 28 mm diameter x 3.75 cm length aneurx aortic cuff was implanted at the junction to seal the endoleak. It was reported that the patient was recovering well from the procedure and was discharged 2 days post-procedure. No clinical sequelae were reported, and the patient is reported to be fine.